Event description:
It was initially reported that the patient was having an increase in seizure frequency and severity, both that are above pre-vns baseline levels. There were no reported medication changes. That patient is said to be continuing her titration of settings. The patient is said to have a shunt not related to the vns implant, which was causing excess fluid build up and there is belief that this could have been a contributing factor to increase in seizures, but it is unclear at this time. Good faith attempts to obtain additional information are currently in progress.